Manufacturer narrative:
The pump passed the displacement test, sleep current measurement test, active current measurement test, and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. The power management tool confirmed pump error 75 was triggered when the backup battery loaded voltage (loaded vlith) and unloaded voltage(unloaded vlith) were not properly functioning due to moisture damage on the j6 connector. Pump error 75 alarm was found in the history files on event date of 08/15/2024 22:27:06.000. Pump error 23 alarm was found in the history files on event date of 08/15/2024 22:14:39.000.pump error 49 alarm was found in the history files on event date of 08/15/2024 22:11:36.000. Pump error 68 alarm was found in the history files on event date of 08/15/2024 22:11:36.000. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded home switch. Pump error 75 and 23 alarms were not confirmed during testing, however, alarms were noted in the pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 75 (circuit failure) and pump error 23 (electrical /electronic property problem). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error and complete the rewind process. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.